Event description:
It was reported that the patient presented to the emergency room, as they were symptomatic of dyspnea and dizziness. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing leading to pacing inhibition. The reported lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.